Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced prophylactically. No malfunction was observed on the pacemaker. The patient did not experience any symptoms or adverse health consequences and was in stable condition.